Event description:
It was reported that the 6800 system would not fluoro and intermittently locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot pedal was replaced during the service call. The system was tested and found to be working as intended and put back into service.